Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented at the hospital due to a vibratory alert. The device was found to be in backup mode. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition